Event description:
I developed bii after getting allergan srm implants ion (B)(6) 2020. This then progressed and I was eventually diagnosed with collagenous colitis and sjogrens disease. I had them removed in 2024 and my high inflammation went down but I am left with constant pain and fatigue. Patient codes: 1732, 1849, 1932, 1994, 4513, 4879. Device code: 2993. Reference report#: mw5184183.